Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-jun-18. The rep reported it was unknown when the lack of symptom control began. It was also unknown which symptoms the patient had experienced as the managing doctor was not at the case. The pump and catheter segment had been discarded by the customer. It was unknown if the patient was receiving adequate therapy following the replacement. In regards to the initial report that the doctor believed the pump and/or catheter was not functioning despite the normal dye studies and successful cap aspiration, the rep clarified there were no specific allegations against the system. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018; product type: catheter; (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of compounded baclofen, clonidine, and morphine via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient had experienced inadequate symptom control. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, a successful catheter access port (cap) aspiration was performed in the operating room prior to revision, and the patient had two normal dye studies previously, dates unknown. It was reported the managing physician believed the pump and/or catheter was not functioning properly. The catheter was revised, and the pump was replaced on (B)(6) 2018. The implanting physician replaced the existing pump segment of the catheter during the revision. It was unknown if the issue had resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury¿ at the time of the report. No further complications were reported or anticipated. Other medications being taken at the time of the event and medical history were not provided.